Event description:
It was reported that failure to expand and visualization issues occurred. The target lesion was located in the iliac artery. During the procedure, a 9x40x120 epic was used for treatment. The procedure was completed with the original device. Post procedure, physician stated that the stent was not deployed fully because the stent strut was hard to view under fluoroscopy. There were no complications reported.